Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 9.9 mg/ml hydromorphone at 3.2977 mg/day, 1.840 mcg/ml fentanyl at 612.9 mcg/day, and 20 mg/ml bupivacaine at 6.662 mg/day. The reason for use was not reported. It was reported that a motor stall occurred. Logs indicate that the stall occurred on (B)(6) 2019 at 17:39. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included reading he logs and a normal dye study. Interventions/actions that were taken to resolve the issue included the pump being set to minimal rate and they planned for surgery on (B)(6) 2019. The customer was notified that the device was to be returned and it was reported that it will be returned. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 8596, serial# (B)(4), product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump telemetry noted the pump was in motor stall and a critical alarm was alarming. The pump was reprogrammed to minimal flow rate and given oral medications.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), product type: catheter. Product ID: 8578 serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a motor stall, error code with the personal therapy manager, ptm, and experiencing increased pain with body aches, shakes, chills, runny nose, and yawning. A catheter access port (cap) contrast study was performed on (B)(6) 2019 and the catheter was normal with a stalled pump. It was indicated the event was related to the device or therapy. The clinical diagnosis was increased pain with withdrawal symptoms. The pump and catheter were explanted and replaced on (B)(6) 2019. The devices were returned to the manufacture. The issue was resolved without sequelae on (B)(6) 2019.